Manufacturer narrative:
The surgeon cemented the tibial tray and intended ps femoral component in place when it was discovered that the compatible ps tibial insert was not available. The surgeon chose to use a uc tibial insert, which was available, and monitor the pt post-operatively for complications.

Event description:
A total knee replacement surgery was performed in which an uc (ultra congruent) tibial insert was implanted with a ps (posterior stabilized) femoral component which is not indicated as a compatible combination.